Event description:
During CT scan of the abdomen / pelvis which required injection of IV contrast with an autoinfuser ( at 1.8 ml/ sec), the IV extension tubing ruptured. The extension tubing was replaced and there was no adverse outcome to the patient.